Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the loss of stimulation was not determined. The rep reported that the trial leads were pulled. The rep reported that at the patient lead pull consult, the wireless external neurostimulator (wens) was read, with three electrodes showing open circuit. The trial lead was removed from the wens and then reinserted. An electrode connectivity test was then ran and all three electrodes were now in working order. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a trial patient. It was reported there was a loss of stimulation. Caller stated that the patient turned stimulation off today when they ran errands and after their errands were completed he turned stimulation back on but could not feel any stimulation sensation. Caller stated he spoke to the patient and confirmed the battery levels of the product as: pc battery 75% wens 100% caller confirmed neurostimulator (ens) was on it the original group and even had patient turn stimulation up from 5 ma to 8.5 ma but there was still no stimulation for the patient. Caller did not that during troubleshooting the patient saw the screen indicating that the patient needed to bring pc closer to the wens but technical services noted that shouldn't have any bearing on this issues as eventually, as noted, the patient was able to connect and turn stimulation up. Patient/caller was redirected to follow-up with healthcare provider. Technical services speculated that perhaps the lead had shifted in such a way that the out-of-regulation (oor) was no occurring but patient lost stimulation sensation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the open circuit was unknown. No further complications were reported.